Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was abutting the shuttle hub. The sealant was in the manufactured position and soaked in blood, and the advancer tube was visible through the shuttle side slit which indicated an incomplete engagement of the advancer tube during the procedure. The shuttle cartridge was dissected, and blood was found inside the proximal detent. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The condition of the received device indicated that blood was being forced into the shuttle cartridge and caused the sealant to hydrate prematurely which may have contributed to failure to deploy. The catheter, shuttle cartridge, advancer tube and tamp locks were inspected for anomalies that may have obstructed the device path during the deployment. No anomalies were observed. Based on the provided information and the investigation performed, the reported event may have been caused by the sealant hydrating and increasing the profile which could contribute to an incomplete engagement of the advancer tube during the procedure; however, the root cause of the complaint could not be conclusively determined. The review of the lhr (f1509801) indicated that the device lot met all established performance criteria prior to shipment.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1509801) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the advancer tube did not come down (out of the shuttle tube). The sealant got stuck in the shuttle tube. Manual compression was applied for 10 minutes. The patient's hospitalization was not mynx related. Peripheral: superficial femoral artery vessel size: 6f.